Manufacturer narrative:
Device history records were reviewed for the lot and product met all acceptance criteria. The patient does not have a history of hypersensitivity. During surgery, the physician used a hypochlorous acid solution to rinse the pocket followed by betadine. The original silicone breast implants had ruptured, were removed and were replaced with allergan natrelle inspira silicone implants. Physician is presently monitoring the patients condition. There is insufficient information at this time to determine the cause of the allergic reaction experienced by the patient. If additional information is obtained, a follow-up report will be submitted. Follow-up: the physician continued to monitor the patient and the rash slowly dissipated. Conclusion of the investigation of manufacturing records did not indicate that the device may have caused or contributed to the allergic reaction.

Event description:
Physician reported to sales rep on jan 11th 2019 that a patient had an allergic reaction post surgery. The patient underwent surgery for removal of bilateral ruptured silicone implants (placed 18 yrs ago), a capsulotomy and replacement with new silicone implants, mastopexy, and reinforcement with galashape scaffold. The patient developed a rash ~3 weeks post-op with redness on lateral sides of breasts and bra line, which spread to her back, neck, arms and lower extremities. The patient went to the emergency room and was admitted to the hospital and treated with benadryl and steroids.

Manufacturer narrative:
Device history records were reviewed for the lot and product met all acceptance criteria. The patient does not have a history of hypersensitivity. During surgery, the physician used a hypochlorous acid solution to rinse the pocket followed by betadine. The original silicone breast implants had ruptured, were removed and were replaced with allergan natrelle inspira silicone implants. Physician is presently monitoring the patients condition. There is insufficient information at this time to determine the cause of the allergic reaction experienced by the patient. If additional information is obtained, a follow-up report will be submitted.

Event description:
Physician reported to sales rep on (B)(6) 2019 that a patient had an allergic reaction post surgery. The patient underwent surgery for removal of bilateral ruptured silicone implants (placed 18 yrs ago), a capsulotomy and replacement with new silicone implants, mastopexy, and reinforcement with galashape scaffold. The patient developed a rash ~3 weeks post-op with redness on lateral sides of breasts and bra line, which spread to her back, neck, arms and lower extremities. The patient went to the emergency room and was admitted to the hospital and treated with benadryl and steroids.